Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) checked various parts of the instrument, replaced the lamp, reaction cells, and the sample probe arm and performed calibration and qc. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for sodium (na), potassium (k), chloride (cl), got and hdl on a cobas 6000 c (501) module. The initial na result was 77.0 mmol/l. The repeat was 136.0 mmol/l. The initial k result was 2.6 mmol/l. The repeat was 4.4 mmol/l. The initial cl result was 53 mmol/l. The repeat was 100 mmol/l. The initial got was <5 u/l. The repeat was 33 u/l. The initial hdl was <0.08 mmol/l. The repeat was 1.37 mmol/l. The repeat results were from a different cobas module. The questionable results were not reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The reaction curve data provided by the customer appear normal with no abnormalities. All the questionable results were limited to one patient sample which suggests an issue related to this particular sample. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.